Event description:
Additional information received from the patient noting that they had a follow up appointment with a laryngologist and there has been no improvement with their vocal cord or the hoarseness experienced. The patient has since scheduled a laryngoscopy with injection surgery. No confirmation has been received about the surgery occurring to date.

Event description:
The patient reported having voice hoarseness all the time since implant that does not resolve by placing the magnet over the generator and it gets worse as the day goes on. The patient was then seen by an ent physician who diagnosed him with left vocal cord paralysis due to the et intubation from the vns surgery. The patient was later seen in clinic and had their device disabled to see if stimulation was causing the hoarseness. The device history records for the lead were reviewed. The lead passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.